Event description:
A pt presented with loose implant, granulation tissue, restored with full upper denture. Dr elected to remove implant.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history was not possible since the lot number was unavailable from the md.